Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited intermittent capture and no sensing on the rv lead two days post implant. It was unknown if the intermittent capture resulted in asystole. An x-ray was taken and noted no obvious lead position changes and no fracture was observed. Boston scientific technical services (ts) discussed troubleshooting options. Programming changes were made to increase outputs. No additional adverse patient effects were reported. This product remains implanted and in service.